Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 1 month. It was reported that the device was disposed of at the hospital and would not be returned for evaluation. A correlation between the device and the reported event could not be determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient had a chronic infection with multidrug resistant achromobacter and corynebacterium striatum, and had bacteremias with both organisms. Thus, it was presumed the lvad was infected, and that the patient would require lifelong IV antibiotics. During the patient¿s last admission, the infection had spread to the spine and right psoas. The patient kept pulling the peripherally inserted central catheter (PICC), and a decision was made to send the patient home with hospice care. The patient expired on (B)(6) 2017. The device reportedly functioned as intended. No further information was provided.